Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s previous pump, model 8637-40 with serial number (B)(6) was implanted on (B)(6) 2013. The patient¿s current pump, model 8637-40 with serial number (B)(6) , was implanted on (B)(6) 2019. The catheter was of model 8731 (serial/lot number and implant date not provided). No diagnostic tests/troubleshooting were performed. The following dates of expected reservoir volumes (erv) and actual reservoir volumes (arv) were indicated: (B)(6) 2013; erv 7.9 ml and arv was 9.4 ml (difference of 1.5 ml), (B)(6) 2014; erv 2.9 ml and arv was 5.0 ml (difference of 2.1 ml), (B)(6) 2014; erv 5.6 ml and arv was 7.4 ml (difference of 1.8 ml), (B)(6) 2014; erv 3.4 ml and arv was 5.8 ml (difference of 2.4 ml), (B)(6) 2015; erv 3.4 ml and arv was 5.5 ml (difference of 2.1 ml), (B)(6) 2015; erv 14.0 ml and arv was 16.0 ml (difference of 2.0 ml), (B)(6) 2015; erv 6.2 ml and arv 8.9 ml (difference of 2.7 ml), (B)(6) 2015; erv 10.6 ml and arv 12.5 ml (difference of 1.9 ml), (B)(6) 2016; erv 2.5 ml and arv 7.0 ml (difference of 4.5 ml), (B)(6) 2016; erv 2.5 ml and arv 4.5 ml (difference of 2.0 ml), (B)(6) 2017; erv 2.5 ml and arv 6.5 ml (difference of 4.0 ml), (B)(6) 2017; erv 6.1 ml and arv 11.0 ml (difference of 4.0 ml), (B)(6) 2017; erv 0.7 ml and arv 5.0 ml (difference of 4.3 ml), (B)(6) 2018; erv 5.8 ml and arv 9.8 ml (difference of 4.0 ml), (B)(6) 2018; erv 0.7 ml and arv 7.0 ml (difference of 6.3 ml), (B)(6) 2018; erv 4.6 ml and arv 9.0 ml (difference of 4.4 ml), (B)(6) 2018; erv 5.7 ml and arv 9.0 ml (difference of 3.3), (B)(6) 2019; erv 11.4 ml and arv ¿unknown¿ (difference unknown), (B)(6) 2019; erv 4.6 ml and arv ¿unknown¿ (difference unknown), (B)(6) 2019; erv 3.7 ml and arv 9.0 (difference of 5.3 ml), (B)(6) 2020; erv was 4.5 ml and arv was 6.0 ml (difference 1.5 ml), (B)(6) 2020; erv was 3.2 ml and arv was 5.0 ml (difference of 1.8 ml), (B)(6) 2020; erv was 3.5 ml and arv was 4.2 ml (difference of 0.7 ml), (B)(6) 2020; erv was 3.7 ml and arv was 7.5 ml (difference of 3.8 ml), (B)(6) 2021; erv 3.2 ml and arv 6.1 ml (difference of 2.9 ml), (B)(6) 2022; erv was 1.6 ml and arv was 5.5 ml (difference of 3.9 ml), (B)(6) 2022; erv was 6.0 ml and arv was 9.8ml (difference of 3.8 ml), (B)(6) 2022; erv was 1.6 ml and arv was 5.5 ml (difference of 3.9 ml), (B)(6) 2022; erv was 3.0 ml and arv was 5.0 (difference of 2.0 ml), (B)(6) 2022; erv was 7.0 ml and arv was 11.0 ml (difference of 4.0 ml), (B)(6) 2023; erv 1.6 ml and arv was 6.1 ml (difference of 4.5 ml), (B)(6) 2023; erv was 5.3 ml and arv was 10.0 ml (difference of 4.7 ml), and (B)(6) 2024; erv 4.3 ml and arv was 9.0 ml (difference of 4.7 ml). They were aware of no patient signs/symptoms as a result of the high residual volumes. The cause of the high residual volumes was unknown. No actions / interventions were taken as the patient was not suffering side effects or symptoms related to volume discrepancy. The dose was titrated to effect. The issue / high residual volumes had not been resolved. The pump and catheter remain implanted.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# unknown serial# unknown implanted: unknown explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot/serial # unknown implanted: unknown explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as currently receiving baclofen with concentration 2,000.0 mcg/ml at a dose rate of 550.1 mcg/day via an implantable pump. It was reported that the patient had a pump implanted in situ for symptom management after a spinal cord injury. It was further noted that looking at the prescription, since 2021 the patient had high residual volumes and that was as far back as their prescription notes went back. It was further reported that according to the patient they had this issue for as long as he could remember, even before this pump was inserted and was questioning a catheter issue. Refer also to MFR report number 3004209178-2024-09555 regarding a subsequent event / motor stall. No patient symptom was reported.